Event description:
It was reported that pump displayed malfunction alerts identified as malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset pump on own, malfunction did not recur after reset, and technical support confirmed alerts in system records and arranged for pump replacement. Customer will continue to use current pump; will rely on alternate method if necessary.